Event description:
It was reported that the product has "strange noise." There was known patient involvement. Adverse effects and patient harm have not been reported but are unknown.

Manufacturer narrative:
Date of event, UDI number, and operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Deformation of the front panel of the parapack body was confirmed. Functional testing could not confirm any abnormal noise. It was confirmed that the relief valve opened earlier than the set pressure and emitted a sound. Malfunction of variable relief valve was the root cause of the reported problem. Judging from the deformation of the panel, it is presumed that the parapack body was subjected to impact such as a fall. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replacement of variable relief valve. Also replaced the deformed front panel and electrical chassis. Device passed functional testing after the completed repairs.